Manufacturer narrative:
Device is a combination product (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that deployment issue occurred. In (B)(6) 2014, the patient presented to the hospital with complaints of chest pain and shortness of breath which worsens with exertion and talking. The shortness of breath continued to get worse until the patient felt like drowning and smothered. The patient was also found to have an abnormal weight gain (11lbs). The patient underwent lexiscan stress test which revealed fixed apical defect with mild anteroapical stress induced ischemia. Coronary angiography was performed and revealed 95% stenosis in proximal left circumflex (lcx). The following day, the patient was transferred to another hospital in stable condition where the 95% stenosis in proximal lcx was treated with pre-dilatation, placement of a 2.5 x 8 mm promus drug eluting stent and post-dilatation. However, following stent placement, it was noted that the stent was not completely apposed to the vessel wall. It was treated with post dilatation using a 3.0 mm quantum balloon catheter. Final angiogram revealed 0% residual stenosis with timi 3 flow. One day post procedure, the patient was discharged on dual antiplatelet therapy.